Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect - impact codes: f15. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were injected with juvéderm voluma® xc in the cheek (0.6cc to right cheek, 0.6cc to left cheek), prejowl sulcus (0.3 cc to right, 0.3cc to left) and mandibular angle (0.2 cc to right, 0.2cc to left). Patient stated it "got into my masseter muscle." Approximately four weeks later, patient unable to open their mouth making them "feeling suicidal." Patient also experienced "jaw looked like I was holding an acorn in it,"cheeks looked abnormal as if everything moved up in cheekbone and coagulated in one spot." Patient further reported they can barely see out of one eye. Healthcare professional confirmed there was no filler injected into the masseter muscle. Day 5 post-injection, patient developed edema and pain in right jaw area and right tear trough. Next day, patient was treated with po augmentin follow by course of po prednisone. Patient was applying ice and alternating ibuprofen and acetaminophen for pain. Patient continue to have pain and was developing trismus with edema noted in the left cheek. Three days later, 75 units of hylenex was injected into right mandibular angle and patient to continue steroid and nsaids. Two days later, patient noticed lump in throat. CT was completed noting "swelling of soft tissue right side of face in cheek and jaw suggestive of combination of injection substrate, hematoma, possible cellulitis." Prednisone dose was increased, nsaids and warm compresses for trismus. A new 2mm nodule form in the right prejowl sulcus that was tender to palpation and patient continued with steroid taper. Hylenex was injected into bilateral cheeks (187.5 units to each cheek) and into prejowl sulcus nodule (75 units) at this time. Approximately 2 weeks later, 75 units of hylenex was injected into right mandibular angle as it is suspected that patient has some remaining filler in this area which is continuing to trigger an anti-inflammatory response. Patient was advised to continue steroid course and restart ibuprofen and warm compresses to right jaw. Symptoms ongoing.